Event description:
It was reported that a balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery (lad). A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was ruptured at 8atm. Balloon dilation was performed again using the same size wolverine, and there was no problem. There were no patient complications reported post procedure.